Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg was explanted on (B)(6) 2020. Further information is pending.

Manufacturer narrative:
Corrected data: the codes in section h have been updated to reflect the additional information.

Event description:
It was reported that the ipg was functional at the time of the procedure. The stated reason for the replacement was to provide the patient with access to new technologies.